Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced five infusion set was leaking at site from (B)(6) 2026 to (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with multiple daily injections (mdi).